Manufacturer narrative:
According to the incident description, a flexible drill shaft broke off during use. The product in question was not subjected to an optical examination as it had already been discarded. Since no picture of the product was provided neither, no optical examination could be performed. It is known that the fracture of the drilling shaft occurred during use/ intraoperatively and that it caused an prolongation of the surgery of about 3 minutes. However, this prolongation had no health effect on the patient. Another product was used instead when the drill shaft broke to finish the surgery. The manufacturing documents and the material certificates of the flexible drilling shaft could not be checked as no lot number is known. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the drilling shaft broke. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the flexible shaft snapped during use. Competitor sets opened to complete the case within 5 minutes." Note: it is known that the issue occurred intraoperatively and that it caused an extension of the surgery time of about 3 minutes. However, according to the available information, this extension had no health impact on the patient. Another product was used to finish the surgery.